Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use an nc euphora balloon to post-dilate a lesion. The device was inspected and negative prep was performed with no issues noted. The target lesion was severely calcified. No resistance was noted during positioning. It was reported that the balloon ruptured and could not be inflated. A pressure of 16 atm was applied to the device prior to the rupture. The pressure gradually dropped following the rupture. The physician used another balloon to successfully complete the procedure. No patient injury reported.